Event description:
End user reports one box of wafers with stomahesive mass that is wrinkled; she describes it as looking like spaghetti.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided. Should additional information become available, a follow-up report will be submitted.